Manufacturer narrative:
Information unknown/asked, but was not provided. First/given name: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as the aim was for distance and resulted intended refractive target near (myopia). Vision pre-operative (op) 20/40, vision post-op 20/20, distance 20/70 near aim. Post op medication was given but no medical or surgical interventions required. The replacement lens information was not provided at this time. The patient has fully recovered. No other information was provided.